Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced multiple hardware parts which included the dispenser unit, the 3-way valve, the sample probe, the wash syringe and the sample syringe to resolve the issue. The fse performed a comparison on both au analyzers and both results were within range. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported four (4) patients had low sodium (na) results on their au5800 clinical chemistry analyzer and reported out of the laboratory. The customer repeated the samples and amended the results later. The customer indicated there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the data for four patients.